Manufacturer narrative:
A site visit was performed on (B)(4), 2010. The service report for this visit stated that there was a failure of the location board cable (lb cable) resulting from misuse. As a result, the lb cable caused damage to the location sub system (lss). Both the lss and the lb cable were replaced and there are no further actions required at this time. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
A site reported that they could not get the pt sensor triplett (pst) or locatable guide (lg) to appear in the sensing volume, the lights wouldn't turn green. They tried resetting the location sub system (lss), restarting the system and disconnecting/reconnecting cables with no change. The case was cancelled with the pt under general anesthesia. There was no harm or injury to the pt reported.